Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (100 mcg/ml at 14.77 mcg/day) and morphine (20 mg/ml at 2.953 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient missed a refill and that the empty pump was activated. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.